Manufacturer narrative:
It was reported that one dental implant fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The devices were evaluation. The issue is a known inherent risk of the device.we will continue to track and monitor the trend.

Event description:
One implant fractured. Problem according to customer "the patient develops important masticatory forces that caused the implant to fracture".